Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot test were performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. Functional tests were performed and passed all relevant tests. An attempt to set the time and date manually performed and passed. Case was opened for interior inspection and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.